Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient's receiver displayed err 121. The patient did not report injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.